Event description:
It was further reported that the dissection occurred upstream following deployment of the 2.75x12mm taxus element stent. It was originally reported that the dissection occurred following deployment of the 2.75x12mm and 3.0x20mm taxus element stents. However, additional information provided indicates that 2.75x12mm taxus element stent caused the dissection and the 3.0x20mm taxus element stent was used to treat the dissection. Therefore the 3.0x20mm taxus element stent did not contribute to the dissection. There were no adverse symptoms as a result of the dissection. It resolved without sequelae and the patient was discharged.

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2011-04372. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented at the time of the index procedure due to ccs class 1 stable angina. Cardiac catheterization revealed 4 target lesions. The first was a 90% stenosed and 8mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 2.4mm. This was treated with predilation and placement of a 2.5x12mm taxus element stent and post dilation resulting in 0% residual stenosis. The second was an 80% stenosed and 10mm long lesion located in the proximal lcx with a reference vessel diameter of 2.75mm. This was treated with predilation and placement of a 2.75x16mm taxus element stent and post dilation resulting in 0% residual stenosis. The third was an 80% stenosed and 8mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75mm. This was treated with predilation and placement of a 2.75x12mm taxus element stent and post dilation resulting in 0% residual stenosis. The forth was an 80% stenosed and 9mm long lesion located in the proximal lad with a reference vessel diameter of 3.0mm. This was treated with predilation and placement of a 3.0x20mm taxus element stent and post dilation resulting in 0% residual stenosis. It was reported that there was a grade c or higher dissection that occurred in the proximal lad. The site reports that this was caused by the study stent, but did not specify if it was the 2.75x12mm or 3.0x20mm taxus element stent. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).